Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged device will not allow the humidity setting to change the setting from the the pt mode and device was not in patient use. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 was updated in this report.